Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device would not run and had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. The reported condition that it was difficult to connect and remove the attachment was not confirmed.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device was not working ¿ will not run, the etching was illegible/the marking label peeled off, and the lower trigger was sticking. It was further determined that the device failed pretest for marking and labeling, check for sticky triggers, check the function of the device, and check the power with the power test bench. It was noted in the service order that the device did not work. It was difficult to connect and remove the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.